Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable after customer fell on the pump. Customer¿s blood glucose level ranged from 198-199 mg/dl. The customer did not have an alternate method of insulin therapy at the time of the report.